Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and fecal incontinence. It was reported that their device was not working. Patient stated that they were leaking bad, and their accidents were "eating skin off their bottom." They stated that they could hardly walk or get up due to being so sore. They talked to a manufacturing representative (rep) in april, and they increased the patient's stimulation. The patient stated that they didn't leak for a couple weeks, but then they started leaking 5-6 days in a row then they would not have leakage for another 5-6 days. They stated that they thought they needed to increase stimulation again. The patient was navigated to stimulation settings. And they confirmed stimulation in bicycle seat area and comfortable. They will maintain stimulation level and will continue to track symptoms. They were redirected to doctor if issue persists. (B)(6) 2025 additional information was received from the patient. They reported that prior to ins they were leaking like crazy, and they thought the evaluation worked but they had a hard time remembering. The patient said when they first got interstim it was set real low to start with, which did not help so they talked to manufacturer representative (rep) who turned it up, but it never worked right; they still leaked a lot (off and on), they wore a pad, and they were so sore. The patient stated they called the rep and left messages, but had not heard back. The patient stated their healthcare provider (hcp) put them in touch with the manufacturer's helpline and then turned it up, but they thought it was too high because it was hurting down there. The patient was assisted with successfully syncing with their ins and they confirmed they were able to decrease the stimulation to a comfortable level. Ins therapy optimization information was reviewed with the patient. The patient was redirected to their hcp to further address the issue, and they were advised they could call back if they needed support in the future. 2025-jul-08 additional information was received from the patient. They reported that they just got off a two week span of leaking. It just let up yesterday. Their bottom is raw and they can barely sit down. Patient said a while ago they turned the stimulation up until they felt it. Patient said they haven't touched the program. Patient has taken couple falls since they implanted the device. One time they fell and hurt their shoulder and the other time they fell on the snow. Patient hasn't had the device checked since they have fallen. Yesterday the patient noticed the stimulator stick out through their dress . They thought it was going to come through the skin . They pressed on the stimulator and it isn't sticking out as much today. On the call walked the caller through increasing the stimulation until they felt the stimulation comfortably. Patient was going to monitor their symptoms.